Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Brand new device contaminated. Two samples were taken after two reprocessings and not compliant. Afterwards a reinforced disinfection has been done on site and the third sampling was still not compliant. (B)(6). "Across my understanding, the rate of cfu and type of bacteria's is linear so I assess that the device itself has an issue." This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the device has been reprocessed and sampled several times and the cfu's have been reduced to 5, which is still on an alert level. The cfu have not been determined / characterised, as of (B)(6) 2022. The service order has been closed and the device has been sent back to the customer. 2022-05-18: latest sampling result with 0 cfu achieved. The device is clean and can be used. Correction information: follow up #1, coding changed based on the investigation result. Additional information: device manufacture date.